Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The physician moved the ipg. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.